Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Longevity calculations were performed and an increased rate of power consumption was confirmed. Analysis confirmed this device appeared to be exhibiting behavior consistent with a high current condition associated with the pacemaker's low voltage capacitors. This high current condition depleted the device's battery faster than normal. The anomaly has been reported to our engineering and manufacturing departments. We will continue to monitor field observations for similar reports.

Event description:
It was reported that this pacemaker exhibited a drastic decrease in the remaining longevity, from 9.5 years at the follow up last year to 6.5 years currently. Premature battery depletion was suspected and device data was submitted to technical services for review. Engineering analysis confirmed the power consumption had been increasing for the past year and was continuing to increase. Device replacement was recommended for within 90 days. No adverse patient effects were reported. Subsequently, the device was explanted and is intended to be returned for analysis.

Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this pacemaker exhibited a drastic decrease in the remaining longevity, from 9.5 years at the follow up last year to 6.5 years currently. Premature battery depletion was suspected and device data was submitted to technical services for review. Engineering analysis confirmed the power consumption had been increasing for the past year and was continuing to increase. Device replacement was recommended for within 90 days. No adverse patient effects were reported. Subsequently, the device was explanted and is intended to be returned for analysis.